Event description:
Caller states patient received the following results on the coagucheck xs system: 1.5 inr ((B)(6) 2011); 1.6 inr ((B)(6) 2011). Caller states on (B)(6) 2011 patient tested 1.7 inr on the coagucheck xs system; she had blood in her urine and a decreased hematocrit. The patient was sent to the hospital and lab value returned as 12 inr within 4 hours of the meter result. Patient was treated with vitamin k and her coumadin dose was increased. Patient is now stable, and was re-admitted to the nursing center (B)(6) 2011. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Caller was unsure which coagucheck xs system produced the discrepant results. Reference medwatch report with (B)(6) for the additional suspect device used.